Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported no fluoro or acquisition was available. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as an internal ip error of the ias (image acquisition system). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition is still possible without limitation. The service engineer replaced the ias bb1 computer which resolved the reported issue. No further corrective action is planned at this time.